Event description:
It was reported that a timberline mpf spacer broke into three pieces after the surgeon used a mallet to advance the spacer into proper position. All pieces of the spacer were retrieved and another spacer was implanted to complete the procedure with no issues.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned, however photos were provided showing the cracked cage. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review lot number not known, so DHR review could not be completed. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a timberline mpf spacer broke into three pieces after the surgeon used a mallet to advance the spacer into proper position. All pieces of the spacer were retrieved and another spacer was implanted to complete the procedure with no issues.